Manufacturer narrative:
It was noted that the device was not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that while performing a tha on patient's left hip, the impactor "compromised" (stripped) the threads of the window trial. The impactor would not engage the trial, leading to a 30 minute surgical delay to remove the trial.